Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone- (B)(4).

Event description:
Philips received a complaint by the customer biomedical engineer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device produces very high and out-of-tolerance flow rates. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing. Pending quote.

Manufacturer narrative:
Further troubleshooting was performed. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device produces very high and out-of-tolerance flow rates, not passing the flow test during preventive maintenance. It was determined that the flow sensor was defective and was replaced with a new flow sensor assembly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.